Event description:
It was reported that shortly after the original implant, the patient continued on oral medications, overdosed and was admitted to the hospital. (Refer to manufacturer report # 3004209178-2013-05814) the patient outcome was noted as recovered without sequela. It was later reported that there was no pump issue. The patient was overdosed because the patient was taking oral medication. The pump was initially being used to deliver morphine. The medication in the pump was changed to saline on (B)(6) 2012.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).